Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 11881143. Received (5) photo samples. Visual evaluation of the photo samples notes one opened (without original packaging), used silicone foley catheter with syringe. Verified material number 119314, batch number mykn5225 and manufacturing lot number ngjx0313. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3 way temperature sensing catheter with cut portion of the inlet tubing and a straight tipped syringe. Verified material number 119314, batch number mykn5225 and manufacturing lot number ngjx0313. Visual inspection noted no obvious observations. During testing, inflated the balloon with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to deflate the balloon passively and only 2 ml of solution could be withdrawn. Using the in house syringe 5 ml of solution was withdrawn. Replaced the inflation valve with the in house inflation valve and reattempted deflation. Using the returned syringe only 2 ml of solution was withdrawn. Using the in house syringe 5 ml of solution was withdrawn. Deflated balloon by aspiration. Dissected the balloon and found the notch was fully perforated. Dissected inflation funnel and found blockage with pin gages, 0.021in and 0.025in. Heavy resistance found in the inflation lumen. This is out of specification which states, "the material must not occlude the irrigation and inflation notch neither the eyes when molding the tip." The root cause for this failure, per CAPA 11881143, is due to a hole or damage between the drain lumen and the thermistor lumen caused by the method of removing the molded funnel from the core holder, this damage allows the rtv adhesive, applied to secure the thermistor, to migrate into the drainage lumen, resulting in blockage. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 11881143. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, it was difficult to inject sterile water into the foley catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use, it was difficult to inject sterile water into the foley catheter.